Manufacturer narrative:
Date of event: approximated to (B)(6) 2022 based on the date the manufacturer became aware of the event. This event was reported by a boston scientific sales representative. The reported healthcare facility is: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on june 22, 2022 that an auriga xl 4007 laser console was used during a ureteroscopy procedure to treat stones in the kidney, performed on an unknown date. During the procedure, the laser console failed to produce laser energy. The procedure was unable to be completed due to this event. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.